Manufacturer narrative:
The country of origin is (B)(6). The previous calibration and qc tests had acceptable results. The customer observed suspended material in the sample. The discrepant result was most likely caused by a pre-analytical handling issue.

Event description:
The initial reporter received a questionable elecsys probnp ii immunoassay result from the cobas 6000 e 601 module. The initial result was 13 ng/l. The questionable result was reported outside the laboratory and the physician requested a rerun because the initial result did not match the patients medical history. On (B)(6) 2020 the repeat result was 795 ng/l. The reagent lot number was 43596900 and expiration date was 31-mar-2021.